Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and verified the reported issue. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker found that the device had software version -109 installed, and that the user was attempting to run a user test immediately after powering on the device. This is a known issue, and when a user initiates a user test immediately after turning the device on, will cause the user test to fail and the service light to come on. When the power is cycled the service light is cleared and the device will pass the user test when initiated a few seconds after power up.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported during the event.